Event description:
It was reported that the patient presented for an in-clinic follow-up. Upon review, it was noted that the device was in back-up mode. The device's software was reset, resolving the issue. Patient was in stable condition.